Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 457445 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was early battery depletion and the device was at eri (elective replacement indicator). The device was explanted and replaced. No patient complications have been reported as a result of this event.